Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker displayed high out of range pacing impedance measurement and oversensing. There was no pacing inhibition observed. A lead safety switch (lss) was triggered. This patient had a competitor right atrial (ra) lead. The physician will continuously monitor this patient. The device was re-programmed and remains in service. No adverse patient effects were reported.